Event description:
Hamilton medical ag received the following incident description: "during ventilation march 30th, the ventilator generates the alert 'flow sensor calibration requested'. Several attempts to calibrate the flow sensor failed. Complete patient set replaced, still flow sensor calibration fails. Ventilator replaced by another ventilator." According to the device logfiles, the incident occurred on 29.02.2024.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: with this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be autozero valves on sensor board not working properly. In consequence, the sensor board 2 was replaced. The unit passed all tests and was then operational. Device is back in service.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "during ventilation (B)(6) ntilator generates the alert 'flow sensor calibration requested'. Several attempts to calibrate the flow sensor failed. Complete patient set replaced, still flow sensor calibration fails. Ventilator replaced by another ventilator." According to the device logfiles, the incident occurred on (B)(6) 2024.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
Hamilton medical ag received the following incident description: "during ventilation (B)(6), the ventilator generates the alert 'flow sensor calibration requested'. Several attempts to calibrate the flow sensor failed. Complete patient set replaced; still flow sensor calibration fails. Ventilator replaced by another ventilator." According to the device logfiles, the incident occurred on (B)(6) 2024.